Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time.

Event description:
It was reported that an unspecified number of pen needle autoshield duo 30gx5mm EU caused a needlestick injury. The following information was provided by the initial reporter: initial reporter received a report from an assistant nurse who accidentally received an nsi from an used bd autoshield duo. The assistant nurse had given the injection as per instructions. The shield in the patient end did however not properly activate - leaving the patient end of the needle unprotected. As the assistant nurse wanted to get rid of the sharp needle, she decided to push the pen and peen needle down towards a table, but it was not possible and she did somehow in this situation manage to injure herself. They have thrown away the defect safety pen needle, but they may still have the box from where it came from.

Manufacturer narrative:
Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of pen needle autoshield duo 30gx5mm EU caused a needlestick injury. The following information was provided by the initial reporter: initial reporter received a report from an assistant nurse who accidentally received an nsi from an used bd autoshield duo. The assistant nurse had given the injection as per instructions. The shield in the patient end did however not properly activate - leaving the patient end of the needle unprotected. As the assistant nurse wanted to get rid of the sharp needle, she decided to push the pen and peen needle down towards a table, but it was not possible and she did somehow in this situation manage to injure herself. They have thrown away the defect safety pen needle, but they may still have the box from where it came from.

Event description:
It was reported that an unspecified number of pen needle autoshield duo 30gx5mm EU caused a needlestick injury. The following information was provided by the initial reporter: initial reporter received a report from an assistant nurse who accidentally received an nsi from an used bd autoshield duo. The assistant nurse had given the injection as per instructions. The shield in the patient end did however not properly activate - leaving the patient end of the needle unprotected. As the assistant nurse wanted to get rid of the sharp needle, she decided to push the pen and peen needle down towards a table, but it was not possible and she did somehow in this situation manage to injure herself. They have thrown away the defect safety pen needle, but they may still have the box from where it came from.

Manufacturer narrative:
Per additional information received, the lot #, device manufacture date, and device expiration date have been updated. The following information has been updated: medical device lot #: 8047857. Medical device expiration date: 2021-03-31. Device manufacture date: 2018-02-16.